Event description:
It was reported that the procedure was to treat a heavily tortuous, mildly calcified, eccentric, and 90% stenosed left distal circumflex artery. The 2.75 x 18 mm xience v was delivered directly to the lesion, but it would not cross. During removal there was slight resistance when pulling back into the non-abbott guiding catheter; however, it was completely removed without an issue. After removal a proximal stent strut was found to be flared. Pre-dilatation was performed and to complete the procedure a same size xience v was delivered and implanted. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, runthrough, guide catheter: g-stage 7f jl3.5 st sh. (B)(4) - no pre-dilatation. Evaluation summary: the device was returned for evaluation. The reported stent damage was confirmed. The failure to advance/cross and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the stent. Based on the information reviewed, there is no indication of a product deficiency.